Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Battery depletion was indicated/ elective replacement indicator (eri). A critical ram parity error was logged on (B)(6) 2012. Power on reset (por) severity is considered low as device should be able to recover fully after reset. (B)(4).

Event description:
It was reported that the device had a power on reset (por) and the patient experienced symptoms of pacemaker syndrome due to the device being at vvi65 settings. It was noted that the patient reported recent frequent travel. The device was reprogrammed to nominal values and remains in use. No patient complications have been reported as a result of this event.